Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire were selected for use in the right coronary artery (rca). Difficulty was encountered in advancing the imaging catheter and angioplasty balloons to the area of interest. Following viperwire placement, difficulty was encountered in advancing the oad through the ostium of the rca. Glideassist was not successful in resolving the positioning issues. Guide catheter support was lost several times during the advancement attempts. Following several unsuccessful attempts with glideassist, low speed was used for five seconds to attempt to advance the crown to the area of interest. The user still could not advance the crown. When the user attempted to remove the oad, it was difficult to pull back over the wire. Glideassist was activated, and the oad was removed. Imaging showed the wire tip had detached. The fragment was left in vivo. The physician then attempted to balloon the proximal and mid rca lesion. However, this attempt was unsuccessful due to the inability to deliver devices to the area of interest, and the procedure was abandoned.

Manufacturer narrative:
Device analysis conclusion: the viperwire and oad were returned to csi for analysis. The guide wire was engaged in the oad. The spring tip of the wire was not returned. Scanning electron microscopy showed the guidewire fractured due to excessive torsional forces. The details reported to csi stated there were multiple issues in attempting to advance the crown of the oad to the treatment area. It was reported that the final attempt included spinning on low speed while pushing distal. It is possible that during the advancement attempts, the oad eventually contacted the wire tip while spinning. This could not be conclusively confirmed; however, the root cause of the fracture is considered to be user error. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns the user not to come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. At the conclusion of the device analysis investigation the reported wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Findings related to the oad will be submitted in MDR 3004742232-2020-00259. Csi ID: (B)(4).